Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The root cause has been established that the user did not have the correct sizes of firmfix available, but used a firmfix which was too long and resulted in a non-perpendicular or optimal fixation. It was noted that the firmfix ruler was not available when the fixation took place. When the patient started to cough, the non-optimal fixation did not hold the patient rigid enough and the patient slipped out of the fixation. The user confirmed that the patient did not experience any injury due to the incident.

Event description:
The customer reported that the patient came out of the vantage frame during a dbs (deep brain stimulation) case.